Event description:
It was reported that a balloon rupture occurred. The target lesion was unknown. A 1.50mm x 20mm maverick² balloon catheter ruptured under the rated burst pressure at an unspecified inflation. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).